Manufacturer narrative:
(B)(4). The device was not expected but was returned. Evaluation: the customer returned two opened kits. The contents of the kit were disarrayed and the entire contents of the kits were not returned. In the kit returned with the lidstock attached, the saline ampule was found broken. In the kit returned with no lidstock, the lidocaine with epinephrine ampule was found broken. Both ampules were empty and the tops had broken off at the score line. The lidocaine with epinephrine had a crack in the body emanating from the break line. The tray for this kit has pockets for the medication ampules, but as received the broken lidocaine with epinephrine ampule was not in the designated pocket and the broken saline ampule was not locked into the designated pocket. It could not be determined if the disarray of the kit contents occurred during shipping to the customer, during opening of the kit, or in transit back to arrow. The device history records for the finished kit, the lidocaine ampule, the lidocaine with epinephrine ampule, and the saline ampule were reviewed with no relevant findings. The report of broken medication ampules was confirmed through inspection of the returned sample. The top of both ampules had broken off at the score line. The kit contents were disarrayed and the broken ampules were not in the designated tray pockets. It could not be determined if the disarray of the kit contents occurred during shipping to the customer, during opening of the kit, or in transit back to arrow. The potential cause of this issue could not be determined based on the sample and information provided.

Event description:
It was reported the clinician are finding some of the vials are broken in shipment. When several kits were opened they have found the 5ml ampules hci, 1 percent lidocaine solution and sometimes the 10ml ampule 0.9 percent saline solution had slipped out of the slot in the tray and were broken. It was noted the vials are empty of liquid and the kits are not wet indicating they broke open early and the solutions were all dried up by the time received at the hospital. As a result, another kit has been opened and used when this is found. They do not know if this caused any delays in treatment and there have been no patient deaths or complications reported. It is not known how many times this has occurred.